Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of unsatisfactory parameters was not confirmed. As received, a complete lead with four stylets and four implant tools was returned in one piece for analysis. Final analysis returned normal. No anomalies were found.

Event description:
It was reported that the novel left ventricular lead could not be implanted due to inability to achieve desired electrical parameters. The procedure on (B)(6) 2023 was abandoned. The patient was stable.